Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture pulled off from the needle. No adverse patient consequences were reported. No additional information was provided.